Event description:
The consumer alleges the right leg bent, causing him to fall. No injury is alleged.

Manufacturer narrative:
(B)(6) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.